Event description:
The top of the excel 23khz standard tip that was attached to a cusa handpiece cracked off and fell into the pt during surgery. There was no pt injury or death as a result of this event and there was no delay in the surgery. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.